Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 10-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer was concerned with all tests results obtained. The expected fasting blood glucose test result range is 102-130mg/dl. The customer did report symptoms of shakiness, sweating, and incoherence. Medical attention is reported as a result of the actual blood glucose results. Customer's meter gave her a blood glucose result of 14-19 mg/dl and the ambulance was called. She was feeling shaky, sweating, and was incoherent. Customer took some glucose tabs and drank soda before the ambulance arrived. About 9 minutes later, her blood glucose was tested and obtained a reading of 81 mg/dl non-fasting. The emts did not give her anything because her blood sugar was fine. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 93 and 110mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 10/30/2021 and open vial date is two weeks ago. The meter memory was reviewed for previous test result history. (B)(6).